Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created from a repair service request for device, 60-8005-001, where the customer has reported "sparking at the tip of the bipolar forceps" in the sterile field during an unknown procedure on an unknown date. Further assessment information advised that this sparking was an arc. The customer stated that the device was changed out for an alternate device and the forceps no longer sparked. The procedure was completed with no report of injury, medical intervention or hospitalization to patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.